Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date on the pump was a day ahead. Customer's blood glucose level ranged from 130 to 150 mg/dl. Tandem technical support assisted the customer with correcting the date.

Event description:
It was reported that the date on the pump was a day ahead. Reportedly, the customer had likely changed the time when traveling and forgot to adjust it back. Blood glucose level ranged from 130 to 150 mg/dl. Tandem technical support assisted the customer with correcting the date.